Event description:
The device was noted to display electrical interference during xlif surgery (B)(6) 2013 at the l4-l5 disc space. Device was exchanged. The surgery was reported to have been aborted due to the patient's neural anatomy. Following the aborted surgery, the patient was noted to have neuromotor and neurosensory deficits on the left anterior/lateral/medial thigh, medial calf and medial portion of the foot that were not believed to be due to device operation. On (B)(6) 2013, information was obtained that indicated the device function was related to the patient's unresolved neurological deficits.

Manufacturer narrative:
Nuvasive reference (B)(4). The initial complaint did not indicate an injury had occurred. It was reported that two devices were used during the attempted surgery (B)(4). Records for device (B)(4) indicate it was not released for use until (B)(4) 2012; the device was not available for use on (B)(4) 2012. (B)(4) was evaluated on 02/29/2012 following the report; no malfunction was noted. The device was returned to service on 03/12/2013. Additional information received 06/04/2013 alleges the device caused/contributed to the patient's neurological deficits. Labeling review: "warning: chronically compressed nerves, or severely compressed nerves in an acute setting, are known to be less sensitive to depolarization currents (i.e., have significantly higher depolarization current values). They are also less likely to demonstrate significant changes in their threshold depolarization current values immediately following nerve decompression. Under such circumstances, exercise caution in interpreting displayed data." "Caution: while the nvm5 system is designed to assist in the electromyographic location of spinal nerves in proximity to the surgical site, it is not intended to take the place of a thorough knowledge of spinal anatomy and appropriate surgical technique, nor should the information provided by the system be construed as definitive indicators of nerve location. Such factors as the distance from the nerve, the position and placement of electrodes, individual muscle and/or nerve responses, the proximity and strength of sources of electrical interference, and other patient and environmental factors, may influence the operation. If, in the judgment of the clinician, this resistance is sufficient to preclude safe placement of instruments, the procedure should be suspended."